Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint of skin irritation reported to stimwave on february 12, 2020, by clinical representative (B)(6). Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2020, in which one (1) stimq peripheral nerve stimulator (stq4-rcv-a0; (B)(4)) was implanted near the right collar bone with the tail end of the stimulator buried in the upper right arm. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical representative maintained contact with the patient following implant. On (B)(6) 2020, patient was seen by the implanting clinician concerning a pocket of fluid the lower incision receiver pocket. Implanting clinician inspected the site and did not observe any signs of infection. Implanting clinician advised patient to apply pressure to the pocket of fluid for seven days to see if the fluid pocket would dissipate. On (B)(6) 2020, patient reported bumping the pocket which caused the pocket to start draining a clear fluid (not puss). Implanting clinician advised patient to clean the wound, cover it, and re-apply compression. Implanting clinician thought that the fluid pocket was created by the patient's body reaction to a silk anchor stitch in the receiver pocket. Implanting clinician scheduled the patient for a precautionary opening on the receiver pocket to remove the silk stich and replace it with a nylon stitch. On (B)(6) 2020, patient met with the implanting clinician to wash out the receiver pocket with antibiotics, remove the silk anchoring stitch, and replace with a nylon anchoring stitch. Physician also collected cultures at the receiver pocket site prior to antibiotic wash with bacitracin. IV antibiotics were administered during the removal of the silk anchoring stitch in the receiver pocket. Implanting clinician determined that the stimulator did not need a replacement anchoring stitch, after removing the silk stitch, as the stimulator felt secure. The implanting clinician observed the silk anchoring stitch was sutured into the dermis instead of the fascia causing the fluid pocket. Implanting clinician packed the cleaned pocket with vancomycin powder and then closed the pocket with nylon sutures. Patient was given a prescription for antibiotics after the procedure as a preventative measure and scheduled for a follow up on (B)(6) 2020. On (B)(6) 2020, patient was seen in the office for follow up appointment. Implanting clinician concluded that the fluid pocket was infected due to the anchoring stitch being too close to the dermis (sutured the stimulator into the dermis instead of the fascia causing the fluid pocket). The patient was scheduled for an explant on (B)(6) 2020. Patient was advised to not using the device on (B)(6) 2020, as clinical representative was waiting for the infection to clear up. Patient received good therapy from the device prior to the infection and is planning on getting a new stimulator once the fluid pocket infection completely clears. On (B)(6) 2020, the explant was performed successfully without any further noted complication. Clinical representative stated that the cultures collected on (B)(6) 2020 came back negative for any bacterial growth. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190414, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The root cause of the infection is due to the implanting clinician suturing the anchor stitch too close to the dermis. The implanting clinician sutured the stimulator into the dermis instead of the fascia causing the fluid pocket. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications and no trend of infection is evident for the sterilization lot. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the clinical representative from february 12, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in injury that required medical intervention to preclude potential permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding a complaint of skin irritation reported to stimwave on february 12, 2020, by clinical representative